Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implant procedure, the right ventricular (rv) lead dislodged and exhibited no capture. The rv lead was explanted and replaced. During the replacement procedure, it was noted that the right atrial (ra) lead exhibited intermittent undersensing, and one of the cardiac resynchronization therapy pacemaker (crt-p) set screws had stripped and could not be removed. The ra lead and the crt-p remain in use. No patient complications have been reported as a result of this event.